Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed a brief tone instead of the intended constant tone. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device was able to be programmed while the lockout switch was in the locked position.

Manufacturer narrative:
During testing, it was noted that the device was able to be programmed while the lockout switch was in the locked position. This was due to a broken switch on the peripheral printed circuit board switch on the peripheral printed circuit board. This report represents all the info known by the reporter upon query by hospira personnel.